Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g4: date received by manufacturer ¿ correction h2: follow-up type ¿ correction.

Event description:
Subsequent to the initial supplemental, a correction is required.

Event description:
Subsequent to the 2nd supplemental, a correction is required - 2nd supplemental submitted in error, please disregard.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional h2: follow-up type ¿ correction.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed. Pairing test with nordic bluetooth device was performed and failed. No data was found in the share log or bin file for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined.